Event description:
An aneurx bifurcated stent graft of unknown size was implanted for the endovascular treatment of an abdominal aortic aneurysm on event date. The patient had no vessel tortuosity or calcification. Aneurysm sizing is unknown. It was reported that the physician admitted operator error. The physician deployed the bifurcated stent graft and thought that he had completely uncovered the stent graft. The physician began to remove the stent delivery system and pulled the stent graft into the aneurysm sac. It was reported that the sheath still covered the stent graft at the iliac limb. Since the patient was healthy, the physician decided to convert the patient to open repair. It is reported that the patient is fine and there were no additional adverse clinical sequelae reported related to this event. No further information is available from the facility.